Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected information: the actual device lot number associated with this event is not known. There are two possible lot numbers, 3270173 and 3270174, that can be associated with this event. In addition, a review of the lot manufacturing records for the possible lot numbers was conducted and the lots met all finished goods release criteria.

Manufacturer narrative:
The actual device lot number associated with this event is not known. There are two possible lot numbers, 3270173 and 3270174, that can be associated with this event. Lot number 3270173 was manufactured on 2/10/2009 and has an expiration date of 8/31/2011. Lot number 3270174 was manufactured on 2/18/2009 and has an expiration date of 8/31/2011. Both lot numbers have the product code pfra02. Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced extrusion, recurrence, vaginal scarring and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2009 due to erosion. (B)(4) ¿undefined recurrence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and miniarc sling were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.